Event description:
The pt's precision sys was explanted due to infection. The type of infection was not determined. The pt prescribed oral antibiotics and is reportedly doing fine.

Manufacturer narrative:
The explanted materials will not be returned for eval, as they discarded by the medical facility.